Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse indicated that the system was hanging during start-up and the issue was not resolved by restarting the system. The system was only able to be started by manually turning on the host pc. Onsite analysis identified that the issue was related to the system¿s host pc, which was replaced and returned for analysis. Part analysis did not identify a malfunction with the host pc. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device does not bootup properly. The device was not in clinical use. The system had to be restarted manually. No harm has been reported to philips. Philips has started an investigation of this complaint.